Manufacturer narrative:
(B)(4)

Event description:
This rv lead was repositioned due to non capture at max outputs. The physician believes that this lead may have micro-perforated the heart. This lead was repositioned without any issues and remains actively implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.